Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon stuck inside vaginal area [foreign body in reproductive tract]. String became detached [device breakage]. Case description: consumer reported via phone that the tampon became stuck in the vagina during use. No serious injury was reported.